Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The stealth link software was removed and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the surgeon was having difficulty getting a passing registration. There were several registration attempts. The first got past initialization, but when the surgeon went to collect additional points after that, the system bonked at him and would not allow him to proceed. During another registration attempt, when the surgeon was moving the tracer down the patient's nose, the points were collecting going up into the hairline and were red. Before that the other points appeared to be collecting normally. Another registration had the patient tracker appear on the patient's lower right cheek. He stated that they did not move the nipt prior to registering. The surgeon decided to use a previous registration with 2.7 mm of inaccuracy and no green zone to proceed with the case. There was a reported delay of less than 1 hour and no reported impact to patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that while trying to register the patient exam appeared to be reversed. The patients left side appeared on the right side of the screen, and the patient's right side on the left. It was also noted that while verifying registration a low performance error message was received. The representative stepped back to the registration screen, then moved forward and was able to proceed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
They were able to immediately go back to the registration after the error message was received.

Manufacturer narrative:
A software analysis was performed. Analysis determined that this issue is consistent with a known software anomaly. The issue is tracked in an internal database. If information is provided in the future, a supplemental report will be issued.